Manufacturer narrative:
(B)(4).

Event description:
It was reported that inadequate apposition occurred. The target lesion was located in the iliac artery. A 7.0x40x135 cm express® ld iliac / biliary stent was implanted to treat the lesion. However, the stent was not well apposed. The physician removed the device according to the standard method without issue. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was received with the stent fully crimped on the balloon. There was no evidence of any positive pressure having been applied to the balloon. A small trace of solidified blood was present between a balloon fold. An examination of the entire length of the crimped stent found no damage to any of the stent struts. A kink was noted in the shaft at 13.6cm proximal to the tip. This type of damage is consistent with excessive force having been applied to the shaft. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure with no resistance noted. The stent deployed fully from the balloon. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that inadequate apposition occurred. The target lesion was located in the iliac artery. A 7.0x40x135 cm express® ld iliac / biliary stent was implanted to treat the lesion. However, the stent was not well apposed. The physician removed the device according to the standard method without issue. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.